Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2016 with the following findings: a review of the black box data showed a call service 064 alarm with high force occurring due to occlusion during prime. During testing, the pump successfully passed the rewind, load, and prime steps. The pump was exercised for 24 hours with no issues. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment and pump casing were cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.